Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event resolved on (B)(6) 2015.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) for clinical study, via a manufacturing representative, reported that there was a return of initial symptoms on (B)(6) 2015. The device was found to be ¿stopped due to untimely manipulation by the patient.¿ no diagnostics/troubleshooting performed. The neurostimulator was restarted on (B)(6) 2015. Medical history included idiopathic functional urinary incontinence since 2009. The event was ongoing, labeled as non-serious, and linked to the neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the event was related to the programmer and not related to the ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.